Event description:
It was reported that during a total vaginal hysterectomy using disposable, they received numerous "reposition jaws and reactivate" error messages during use. They tried to reposition the jaws but the issue remained. They stopped using disposable and completed the case using scissors. The patient was brought back in 3 hours later, but it is unknown why the patient was brought back. The patient is currently stable in the ICU.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent a separate report is being sent for the disposable. Additional information: rep met with surgeon who advised that "stuff happens". Very hard case, thick tissue, many fibroids. Could have been something he did. Field was dry went patient was closed. Asked where the bleeding was from - area where disposable was used or scissors - unable to determine were the bleeding occurred. Asked about blood loss and if a transfusion was given- no info on transfusion or blood loss. Surgeon did say that the issue was resolved quickly and easily. No hospital incident report being filed - not a major issue. Surgeon said he did not need to be contacted - not a big deal. Product received with minor cosmetic issues. Per service manual operational and diagnostic analysis confirms reported issue in the event log but the reported issues of hemostasis and alert screen of "reposition jaws and reactivate" were not duplicated through functional testing. We are unable to confirm the reported issue of hemostasis. The main pcb was replaced because generator errors were displayed during testing. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational.